Manufacturer narrative:
H.10. The lot number for the malfunction was not provided, therefore the manufacturing review could not be conducted. The device has been returned for evaluation; the investigation is confirmed for a fracture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604970. Implantable port allegedly experienced a fracture. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The return of the sample is pending. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604970. Implantable port allegedly experienced a fracture. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.